Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantation of a pipeline embolization device, intended for an unruptured saccular aneurysm located at the ophthalmic artery, the device detached prematurely and became unusable and irretrievable. The aneurysm had a maximum diameter of 5 mm and a neck diameter of 4 mm, with the distal artery size measuring 13 mm and the proximal artery size measuring 12 mm. Dual antiplatelet treatment was administered, and the angiographic result post-procedure was normal. The devices were prepared according to the instructions for use (IFU). The device was replaced.

Event description:
Additional information received reported that the premature deployment occurred during surgery. The tip end was opened, and when opened at the middle segment. The cause of the premature deployment was not determined. The pushwire was not rotated or pulled back at anytime during the procedure. The patient was said to be recovering from the procedure well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.